Event description:
During a gastroscopy procedure, the physician used a cook acusnare polypectomy snare. The snare did not open smoothly and was catching when opening and closing. Another from the same box [same lot] was used without incident to complete the procedure. Only one from the box of 10 had the problem. A section of the device did not remain inside the pt's body. The pt did not require additional procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation eval: our lab investigation confirmed the report as described. There is a catch in the operation of the snare movement. The snare could not be fully extended and retracted but only with significant force applied to the handle. A close inspection of the snare head revealed that the wire that forms the head has a kink near its connection to the drive cable. The kink in the wire is catching on the cannula that causes the duck bill head to form. In addition to the kink in the wire, the outer sheath has several kinks along its length. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the lab setting. Due to a variety of clinical conditions such as pt anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our lab analysis. This limits our ability to conclusively determine a cause. The instructions for use direct the user to fully retract and extend the snare to confirm smooth operation of the device prior to use. The instructions for use for this product line advise the user to advance the device in short increments until endoscopically viewed exiting the endoscope. This activity will aid in preservation of the acusnare device. Prior to distribution, all acusnare polypectomy snares are subjected to a visual inspection and functional test to ensure device integrity. The visual inspection includes verifying the device is free of kinks. The functional test ensures the snare moves smoothly and freely. A review of the device history record confirmed that this lot met mfg requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.